Event description:
A report was received that the patient has severe pain and may have an infection at the pocket site. The patient's symptoms include fever, red, soreness, and extreme pain at the pocket site. The patient was prescribed zyvox prophylactically. The patient was also given vancomycin antibiotics and picline. The physician thinks that the patient may have hyperalgesic.